Event description:
It was reported that the patient developed a seroma near the catheter. It was noted that the patient had a cerebrospinal fluid (csf) leak. There was also erosion and wound dehiscence. A CT scan (date unknown) was negative. A catheter revision was performed. It was unclear if the patient outcome was reported as no injury or non-serious injury. The pump contained morphine.